Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: the most probable cause of the missing ke45 (thixotropic adhesive) on elevator cover and the glue cracking off around the pink rubber was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the ultrasound gastrovideoscope with no reported complaint. However, during the evaluation of the device, missing ke45 (thixotropic adhesive) on elevator cover and glue cracking off around the pink rubber were observed. There was no patient involvement.